Manufacturer narrative:
This report is filed on april 11, 2018.

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the patient was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
Correction : the previous or initial MDR submitted on april 11, 2018 was filed inadvertently, the infection was related to the middle ear and is therefore not considered reportable.